Event description:
A caller reported that there was damage to the pump housing and usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was also guided on how to put the pump into storage mode and agreed to return the faulty pump within 10 days using a prepaid label.